Event description:
During operative procedure, it was noted by md that the protack 5mm stapler device was not working properly. The defective stapler was taken off the field and taken to the purchasing manager for credit to be obtained from the manufacturing company.